Event description:
It was reported that an ilet pump presented a restart alarm for ¿38 ¿ insulin, consecutive stalled motor,¿ and a guided dry run was attempted but unsuccessful; the user was instructed on device shutdown and informed that data would not transfer to the replacement, and the user plans to return the device while continuing glucose monitoring with dexcom. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included customer interview and device-use troubleshooting conducted remotely. Investigation of this case revealed a motor stall malfunction consistent with a device performance issue in the pump mechanism; device-level assessment is pending return and no user error was identified. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction with root cause undetermined pending analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.